Manufacturer narrative:
The reported events of failure to advance guidewire and ¿the wire initially moved freely but became stuck and could not be pulled or pushed forward¿ were confirmed. As received, a complete lead was returned in one piece with a guidewire inserted inside the lead. Visual examination found the inner coil was damaged at the proximal region of the lead consistent with procedural damage with guidewire ptfe coating noted in the inner coil. The guidewire insertion/removal test was not performed due to the damaged inner coil at the connector region, as received. The cause of the reported events was due to the inner coil being damaged and clogged with ptfe coating of the guidewire.

Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the left ventricular lead failed to advance over the guidewire. After the procedure, the lead was flushed, and a guidewire was inserted into the lumen. The guidewire became stuck and could not be removed or separated from the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.